Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 84% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008; tissue valve , (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.